Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire factory service technician was able to verify the customer's report. Bench testing revealed that the v1 from the patient pressure connection was slightly dislodged resulting in a leak. The service technician tightened the solenoid and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the sipap could not deliver pressure while setting unit up for patient use. The customer confirmed that there was no direct patient involvement associated with the reported issue.